Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is the date of index surgical procedure? (B)(6) 2024. 2. What were the diagnosis and indication for the index surgical procedure? It was not a colectomy as originally thought, it was a cholecystectomy. 3. What is the lot number? This procedure they are not sure if what was used was product code 1943 or product code 1952, they did not record the information in the patients chart, but do know it was one or the other. 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding on liver bed. 5. Where was the surgicel used (on what tissue)? Placed the surgicel flat on liver bed. 6. Was the surgicel product left in place? Was the excess irrigated and removed? Yes, left in place, no reason to arrogate, it was powder. 7. Has any further surgical or medical intervention been performed? Yes, had to put drain in. Hematoma below the liver. Had to drain from the infection and the bleeding. 8. What is physician¿s opinion as to the cause of or contributing factors to this abscess? Not sure, abscess had to be removed. It was an emergent case, had active infection in gall bladder already so they are not 100% sure it was surgical. 9. What is the patient¿s current status? Doctor said patient is fine. 10. What is the users experience w/ surgicel and other hemostatic agents? Long experience with surgicel family, nu-knit is newer to doctor. This was a recent switch over so he was surprised, he hasn't really had any issue with the technique or product before, but doesn't know which was used on this patient. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? N/a. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. N/a. 3. Was there any intraoperative concurrent use of other products? N/a. 4. How much surgicel was used during the procedure? N/a. 5. What were current symptoms following the index surgical procedure? Onset date? N/a. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? N/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b 5. Event description. Corrected b5 narrative: it was reported that a patient underwent a colectomy procedure on an unknown date absorbable hemostat was used. Two patients the in a lap colectomy procedure that the fibrin sealant was used on liver bed for bleeding, but the patient had gotten abscess that needed to be drain. Additional information was requested. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What is the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Has any further surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of or contributing factors to this abscess? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a colectomy procedure on an unknown date fibrin sealant was used. Two patients the in a lap colectomy procedure that the fibrin sealant was used on liver bed for bleeding, but the patient had gotten abscess that needed to be drain. Additional information was requested.